Event description:
It was reported that the patient experienced a loss of consciousness, complete heart block and intermittent bradycardia two days after implant. It was found the right ventricular (rv) lead had dislodged. It was noted sensing had decreased, there was no capture and the thresholds were high. A lead revision was performed and the lead was repositioned. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.